Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at service center. We do not have a specific complaint or a defect description from the customer. However, defects were identified and repaired. Unit safety test performed. Unit calibrated newly. Electrical safety test completed. Functional test completed. Resistance value was out of specifications and contacts of the keypad corroded: hand control set was replaced. Motor was corroded, does not run constantly and was too loud - motor was replaced. There is short circuit in the motor cable - motor cable was replaced. Hence, the complaint can be confirmed. Preventive replacement of o-rings performed. The exact root cause is unknown. The possible root cause could be the fluid ingress into the motor compartment. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 7/21/2016 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported via service request that the micro tornado handpiece with hand controls come in for service checking with no reported malfunction from the customer, no patient involvement, and no surgical delay. The failure was detected during electrical safety test at the service center.